Manufacturer narrative:
Updated section h6 - type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for resistance between system components leading to difficulty advancing through sheath was empirically confirmed per similar events under the engineering technical summary. Available information suggests that patient factors (undersize vessel) likely contributed to the event as per patient information provided, the patient's vessel minimum diameter is 5.1mm at iliac (as per IFU the minimum lumen diameter for a 14r esheath is mdl greater than or equal to 5 mm). Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in canada, it was a case of an implant of a 20mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, the esheath was inserted without difficulty, and the vessel was pre-dilated. Resistance was encountered while advancing the commander delivery system through the blue portion of the sheath; however, the system successfully exited the distal tip. During this step, the patient reported discomfort in the right groin, although no visible injury was noted at the time. The valve was successfully deployed. Following implantation, the delivery system was withdrawn through the sheath, which was subsequently removed without complications. No edwards device was damaged. An aortic angiogram was performed to assess the integrity of the access site. This revealed a rupture in the external iliac artery. A self-expanding gore vascular stent was deployed to seal the rupture. The patient was transferred to the intensive care unit in stable condition and received blood transfusion. The perceived root cause of the event was borderline iliac vessel size and difficulty advancing the commander delivery system through the sheath at the rupture point.